Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the manufacturing representative ran impedances and all contacts were greater than 20,000. The manufacturing representative ran group impedances and a1 was 557 ohms and a2 was 385 ohms. The manufacturing representative re-ran electrode impedances and change changed reference electrode. All contacts were good except 0 which was greater than 20,000 ohms. Therapy was working good.